Event description:
Information received from the field does not address the patient's clinical status but notes that a stored egm appeared to show noise on the atrial channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received